Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service engineer identified peristaltic head tubing (pn (B)(4)) which was leaking. The peristaltic head tubing was replaced to resolve the issue. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated phosphorus results on the architect c16000 analyzer. The following data was provided: sid 1561513096, initial 3.47mmol/l, repeat 0.98mmol/l; sid 1561514391, initial >8.17mmol/l, repeat 1.27mmol/l. There was no impact to patient management reported.